Event description:
It was reported by a patient that they sustained a 2 ½ inch scar to the face following co2 laser treatment.

Manufacturer narrative:
Reasonable attempts were made to obtain information from the patient including the name of the treating facility and device operator so that an investigation of the event report could be completed. The patient was unwilling to divulge this information; therefore, lumenis is unable to complete an investigation with the information provided to make a determination of cause. Lumenis was unable to confirm that a lumenis device was used in the initial treatment of the patient.